Event description:
It was reported the patient's charger is unable to locate the ipg. The patient was unable to turn on the stimulation with the magnet and the programmer. The patient has not used or charged the ipg for a long time, exact time is unknown. The patient stopped using the system as no longer had pain. The patient now has pain and wanted to resume the scs system therapy. The patient's daughter will contact an sjm representative for further troubleshooting.

Manufacturer narrative:
Correction/removal numbers: 1627487-12192011-003-r, 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.